Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient came into the emergency room while receiving shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). While in the emergency room the patient went into a fine ventricular tachycardia (vt) and experienced syncope. The patient was externally rescued. Review found that after one of the shocks the patient went into a very fine ventricular fibrillation (vf) that was undersensed and delayed therapy. The rhythm was eventually sensed by the s-ICD. However, the patient then had a stroke and was admitted to the intensive care unit. Boston scientific technical services (ts) noted they suspected that it took time for the sense amplitude to become sensitive enough to see the fine signal. The field representative noted he did not come to his last in office interrogation and upon discussion with the nurse at the clinic the patient is currently in a rehabilitation facility.